Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: during a procedure: when the surgeon was extracting the nail with the connecting screw for utn, the connecting screw was broken. A piece of the screw was removed; another piece remained in the patient.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no discrepancies to the specifications where found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
(B)(4): the present connecting screw was analyzed for conformance to sprint specifications, as well as the device history record were researched. No abnormal findings were identified. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances and we have to assume that too much applied forces of placing the inserter in an oblique way caused this damage. (B)(4): placeholder.